Manufacturer narrative:
The case progressed as normal through mixing and placement of the accuport. When asked, the surgeon did indicate there was further manipulation of the knee post positioning of the accuport. We discussed how the soft tissues can place bending moment on the accuport which is why the technique specifies not to manipulate during set time of the accufill. The surgeon realized the tip of the accuport was retained in the patient but determined that greater harm could be caused if removal was attempted. The rest of the procedure continued without incident. Per the surgical technique guide knee free hand technique, note, however, that while the accuport injection cannulas are in place, take care while manipulating the knee during scoping, to avoid bending forces on the cannula that may damage the cannula or surrounding bone. The product was not returned for the investigation. Xray images were requested but not returned. The DHR for the raw material and finished goods lot was reviewed, and no anomalies related to the complaint condition were noted.

Event description:
Cannula tip remains implanted in patient after scp.

Manufacturer narrative:
The event date was identified to be (B)(6), 2019. Several attempts were used to place the cannula in the correct trajectory. Xray images were requested. The device will not be returned for investigation, as it was discarded by the hospital. The investigation for the event is ongoing; a supplemental report will be submitted once additional information is obtained. This event was initially submitted under uf/importer report # (B)(4).

Event description:
Cannula tip remains implanted in patient after scp.

Manufacturer narrative:
The accuport cannula was left in the right femur condyle for 8 minutes after the bsm was injected per directions of scp knee kit. The surgeon took out the accuport cannula with a needle holder, 15mm of the tip of the cannulated drill bit broke off and was unintentionally retained in the right femur condyle. After an x-ray was taken, the surgeon discovered that the cannulated drill bit was unintentionally retained in the right femur. This event was initially submitted under uf/importer report # (B)(4). The device was not returned for investigation. As additional information about the event is reported, a supplemental report will be submitted with any additional findings.

Event description:
Cannula tip remains implanted in patient after scp.